Manufacturer narrative:
H3: product analysis: as found condition: the pipeline flex shield was returned inside the inner pouch, biohazard bag, and shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal end was not open and frayed. The proximal end of the braid was opened, and no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer complaint was confirmed, as the braid's distal end was not open and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid, or deployment of the braid in the vessel bend. The customer indicated that vessel tortuosity was moderate, eliminating it as a potential cause. It is possible that the damaged braid and deployment in the vessel bend may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex with shield technology stent (ped2) distal end wouldn't open. A phenom 27 shaping microcatheter was superselectively advanced to the horizontal segment of the middle cerebral artery. Based on the vessel diameter of the internal carotid artery, a flow-diverting dense mesh stent was selected for deployment. Both the inner and outer packaging were intact. The stent was hydrated, and there was no resistance during delivery. The stent was deployed at the horizontal segment of the middle cerebral artery, but the tip end of the stent did not fully open. The stent was retrieved and repositioned, but upon redeployment, the tip end still did not fully open. The stent was resheathed and removed from the body with the shaping microcatheter. When attempting to deploy the stent outside the body, the tip end still did not open well, and deformation of the tip end was observed. The microcatheter and the flow-diverting dense mesh stent were replaced with new ones (new stent was non-medtronic, catheter unknown) to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, internal carotid artery aneurysm with a max diameter of 4.5 mm and a 2.8 mm neck diameter. The landing zone arterial diameter was 3.7 mm distally and 4.9 mm proximally. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure showed postoperative blood flow was smooth, blood vessels were in good condition, and good aneurysm exclusion. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The pipeline was positioned in a bend and was deployed less(B)(4). The pipeline was resheathed more than 2 times. No additional steps or other devices required to open the pipeline. Ancillary devices included a phenom 27 microcatheter (model: fg15150-0615-1s).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was no friction or difficulty during delivery or positioning. The catheter was flushed according to the IFU during the procedure. The replacement catheter used was not a medtronic product. The cause of the failure to open was not determined.